Manufacturer narrative:
(B)(4). Date sent 11/18/2024. D4 batch #512c66. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. No packaging was received. Visual analysis of the returned sample determined that one pse45a device was returned with no apparent damage and with no reload present. The manual override door was noted to be removed and no damaged was found on it. The override door was reinstalled and then the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the packaging had been opened, the packaging was not received and the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 512c66, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/8/24. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, opened the packing of the device; and noted manual override door fell off. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.